Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2019) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d4, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2020- patient was diagnosed with bilateral inguinal and umbilical hernia thereby underwent robotic assisted laparoscopic repair with implant of 3dmax meshes (device 1 and 2). Per op notes, ¿an indirect left inguinal hernia was identified and was dissected. A large 3dmax mesh (device 1) was placed and sutured. The right inguinal hernia was repaired by placing a large 3dmax mesh (device 2) and sutured. The umbilical hernia was repaired with suture¿. (B)(6) 2021- patient was diagnosed with recurrent right inguinal hernia, pain, thereby underwent laparoscopic repair with implant 3dmax mesh (device 3). Per op notes, ¿in the right inguinal region, the previously placed mesh (device 2) was noted with adhesions. There were numerous adhesions of omentum to inguinal area and abdominal wall adhesions which were lysed. The 3dmax mesh (device 2) was found to be folded on itself where the hernia recurred below the mesh. The hernia was dissected and an extra-large 3dmax mesh (device 3) was inserted into the preperitoneal pocket covering the hernia defect and tacked¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.